Event description:
It was reported the parkinson¿s disease patient ¿did not respond to pulse stimulation.¿ it was further reported the patient¿s ¿loop of stimulus was unnormality,¿ however the exact meaning of this statement was unclear at the time of report. The patient¿s physician ¿suspected it was a connection issue between the extension and lead, but the patient still did not respond to the pulse stimulation¿ after a revision procedure was performed. The patient¿s physician replaced the patient¿s implantable neurostimulator (ins) as a result of the event. The patient was ¿recovered¿ at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information clarified that in the previously reported statement ¿the loop of stimulus was unnormality¿ the ¿loop means ci rcuit.¿

Manufacturer narrative:
Concomitant products: product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Additional information reported the patient¿s ¿stimulation loop was blocked¿ and that ¿the patient showed no response to the stimulation, with recurrence of preoperative symptoms affecting his quality of life.¿ inspection of the patient¿s system found ¿no fracture on the electrode and lead¿ and so it was ¿suspected it may have been a contact problem on the electrode and lead extension.¿ the patient notably ¿still had no response to the stimulation after lead extension replacement and nothing wrong was found during the impedance test, so it was suspected there was something wrong with the stimulator.¿ the patient¿s ins was replacedat the time of initial report as a result, ¿after which the patient showed response to stimulation.¿ the patient was ¿in a good condition¿ following the ins replacement. It was noted that after explant the ins ¿battery level had been inspected and it was ok.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the case bond wire was lifted from the hybrid bond pad.¿ analysis of the extension found the extension body had been cut through and segmented. It was noted this was not a significant anomaly.